Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital after receiving a notification for extended charge time. The patient was asymptomatic. Programming changes were made. The physician plans to replace the device.

Event description:
New information received revealed that the device was explanted.